Event description:
It was reported that one week post implantation of a vascular stent, guided fluoroscopy demonstrated the vascular stent to be fractured. Upon initial deployment, the stent was difficult to deploy. No pt injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specs prior to shipment. There is no indication for a mfg related failure. The complaint sample was returned for eval. The stent was missing as it remains in situ. During the examination of the delivery system, no defects were found. As no image was provided, the alleged stent fracture could not be confirmed. Potential factors that could have led or contributed to the reported event have been considered. Previous investigations of similar complaints have been reviewed. In this case, an irregular stent placement such as a significant elongation may have led to a subsequent stent fracture. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release or an insufficient pre or post dilation may have caused or contributed to an irregular placement. Also, a difficult pt anatomy or calcified vessels may contribute to an irregular stent placement of difficult stent deployment. Based on the info available, a definitive root cause for the reported complaint could not be determined. The IFU supplied with this product sufficiently describes the correct application of the device. Also the IFU states: "if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible, and replace with a new unit."